Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with failure code 38; this condition had the potential to interrupt delivery. This condition was found in the emergency room. It is unknown what process step this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: a service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4).evaluation summary: the reported condition of a flogard infusion pump with failure code f-38 was confirmed during product evaluation. This condition was caused by a malfunction with the tube misload force sensing receptors (fsr). Both fsr's were replaced to correct the reported condition.